Event description:
This is a solicited case report received from a female consumer of unspecified age in the united states on 25-feb-2016 who was involved in an active online listening, study number: (B)(4). Study description: (B)(4). She stated she was recuperating from a hysterectomy because of all the internal damage. This case was considered invalid due to unavailable reporter contact information in social media case. Follow-up information (legal claim) received on 01-jul-2016 completes this case and it was considered valid and potential legal from this date forward. It was reported the plaintiff was implanted in (B)(6) 2007 (essure model was amended to ess205) and after being implanted she suffered from severe and permanent injuries. Case correction on 01-jul-2016 after internal review: the report type of this case was corrected from study to spontaneous. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy because of all the internal damage after essure (fallopian tube occlusion insert) insertion. According to additional information, this case became legal. This event is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, neither the internal damage consumer experienced was specified nor was the exact medical reason for the hysterectomy provided. Although limited information is available, it cannot be excluded that the reported surgery occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / novasure that was painful / stabbing pain') and uterine haemorrhage ('uterus (non stop bleeding) / heavy bleeding') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, nasal congestion, cough, diarrhea, bronchitis, burning micturition, dysuria and vaginal discharge. She denies vaginal discharge, vaginal dryness, and abdominal pain . The patient denies diarrhea and fever. Concurrent conditions included multigravida, parity 4 ((B)(6)1992, (B)(6)1996, (B)(6) 2003 and (B)(6) 2007), abortion (d and c- (B)(6) 2006- miscarriage) and d & c. Concomitant products included amlodipine besilate (norvasc) since 2013 for blood pressure abnormal, escitalopram oxalate (lexapro) from 2010 to 2012 for depression as well as hydrocodone bitartrate;paracetamol (lortab), ibuprofen from 2007 to 2015, prochlorperazine and triazolam (halcion). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("non stop bleeding/ vaginal"). In 2008, the patient experienced dyspareunia ("pain after intercourse / abdomen and vaginal area a few hours a day or right after intercourse"). In 2010, the patient experienced abdominal pain lower ("severe and persistent cramping / debilitating cramping"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infections") and skin odour abnormal ("body odor like something rotting inside of me"). On an unknown date, the patient experienced device expulsion ("one of my coil sitting in my uterus"), abdominal pain ("abdominal stabbing pain"), menorrhagia ("my cycle lasted three weeks out of the month for years"), asthenia ("could not stand, lay down energy returned following essure removal"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression"), migraine ("migraines"), cluster headache ("cluster headaches"), headache ("headaches"), gingival bleeding ("gums stopped bleeding following essure removal"), depressed level of consciousness ("mental alertness returned following essure removal"), dysgeusia ("could taste metal often"), dysmenorrhoea ("menstruation cramping") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure (endometrial ablation) and she underwent complete hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, device expulsion, vaginal haemorrhage, fungal infection, asthenia, amnesia, dyspareunia, depression, dysgeusia, weight increased and abdominal distension outcome was unknown and the abdominal pain lower, abdominal pain, menorrhagia, skin odour abnormal, feeling abnormal, migraine, cluster headache, headache, gingival bleeding, depressed level of consciousness and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, asthenia, cluster headache, depressed level of consciousness, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, gingival bleeding, headache, menorrhagia, migraine, pelvic pain, skin odour abnormal, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure placement procedure was done in (B)(6) 2007. Another implant was placed in (B)(6) 2007 because of failed confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: successful obstruction of the fallopian tube bilaterally there appears to be third essure device which is present mostly within the endometrial cavity. She underwent essure confirmation test in (B)(6) 2007 and (B)(6) 2008 and type of test was hsg . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, headaches, abnormal uterine bleeding, menorrhagia, depressive disorder. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / novasure that was painful / stabbing pain') and uterine haemorrhage ('uterus (non stop bleeding) / heavy bleeding') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, nasal congestion, cough, diarrhea, bronchitis, burning micturition, dysuria and vaginal discharge. She denies vaginal discharge, vaginal dryness, and abdominal pain . The patient denies diarrhea and fever. Concurrent conditions included multigravida, parity 4 ((B)(6) 1992, (B)(6) 1996, (B)(6) 2003 and (B)(6) 2007), abortion (d and c- (B)(6) 2006- miscarriage) and d & c. Concomitant products included amlodipine besilate (norvasc) since 2013 for blood pressure abnormal, escitalopram oxalate (lexapro) from 2010 to 2012 for depression as well as hydrocodone bitartrate;paracetamol (lortab), ibuprofen from 2007 to 2015, prochlorperazine and triazolam (halcion). In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("non stop bleeding/ vaginal"). In 2008, the patient experienced dyspareunia ("pain after intercourse / abdomen and vaginal area a few hours a day or right after intercourse"). In 2010, the patient experienced abdominal pain lower ("severe and persistent cramping / debilitating cramping"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infections") and skin odour abnormal ("body odor like something rotting inside of me"). On an unknown date, the patient experienced abdominal pain ("abdominal stabbing pain"), menorrhagia ("my cycle lasted three weeks out of the month for years"), asthenia ("could not stand, lay down energy returned following essure removal"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression"), migraine ("migraines"), cluster headache ("cluster headaches"), headache ("headaches"), gingival bleeding ("gums stopped bleeding following essure removal"), depressed level of consciousness ("mental alertness returned following essure removal"), dysgeusia ("could taste metal often"), dysmenorrhoea ("menstruation cramping") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure (endometrial ablation) and she underwent complete hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, fungal infection, asthenia, amnesia, dyspareunia, depression, dysgeusia, weight increased and abdominal distension outcome was unknown and the abdominal pain lower, abdominal pain, menorrhagia, skin odour abnormal, feeling abnormal, migraine, cluster headache, headache, gingival bleeding, depressed level of consciousness and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, asthenia, cluster headache, depressed level of consciousness, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, gingival bleeding, headache, menorrhagia, migraine, pelvic pain, skin odour abnormal, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure placement procedure was done in (B)(6) 2007. Another implant was placed in (B)(6) 2007 because of failed confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: successful obstruction of the fallopian tube bilaterally there appears to be third essure device which is present mostly within the endometrial cavity. She underwent essure confirmation test in (B)(6) 2007 and (B)(6) 2008 and type of test was hsg ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, headaches, abnormal uterine bleeding, menorrhagia, depressive disorder. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "weight gain, bloating" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / novasure that was painful / stabbing pain') and uterine haemorrhage ('uterus (non stop bleeding) / heavy bleeding') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, nasal congestion, cough, diarrhea, bronchitis, burning micturition, dysuria and vaginal discharge. She denies vaginal discharge, vaginal dryness, and abdominal pain . The patient denies diarrhea and fever. Concurrent conditions included multigravida, parity 4 ((B)(6) 1992, (B)(6) 1996, (B)(6) 2003 and (B)(6) 2007), abortion (d and c- (B)(6) 2006- miscarriage) and d & c. Concomitant products included amlodipine besilate (norvasc) since 2013 for blood pressure abnormal, escitalopram oxalate (lexapro) from 2010 to 2012 for depression as well as hydrocodone bitartrate;paracetamol (lortab), ibuprofen from 2007 to 2015, prochlorperazine and triazolam (halcion). In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("non stop bleeding/ vaginal"). In 2008, the patient experienced dyspareunia ("pain after intercourse / abdomen and vaginal area a few hours a day or right after intercourse"). In 2010, the patient experienced abdominal pain lower ("severe and persistent cramping / debilitating cramping"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infections") and skin odour abnormal ("body odor like something rotting inside of me"). On an unknown date, the patient experienced device expulsion ("one of my coil sitting in my uterus"), abdominal pain ("abdominal stabbing pain"), menorrhagia ("my cycle lasted three weeks out of the month for years"), asthenia ("could not stand, lay down energy returned following essure removal"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression"), migraine ("migraines"), cluster headache ("cluster headaches"), headache ("headaches"), gingival bleeding ("gums stopped bleeding following essure removal"), depressed level of consciousness ("mental alertness returned following essure removal"), dysgeusia ("could taste metal often"), dysmenorrhoea ("menstruation cramping") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure (endometrial ablation) and she underwent complete hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, device expulsion, vaginal haemorrhage, fungal infection, asthenia, amnesia, dyspareunia, depression, dysgeusia, weight increased and abdominal distension outcome was unknown and the abdominal pain lower, abdominal pain, menorrhagia, skin odour abnormal, feeling abnormal, migraine, cluster headache, headache, gingival bleeding, depressed level of consciousness and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, asthenia, cluster headache, depressed level of consciousness, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, gingival bleeding, headache, menorrhagia, migraine, pelvic pain, skin odour abnormal, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure placement procedure was done in (B)(6) 2007. Another implant was placed in (B)(6) 2007 because of failed confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: successful obstruction of the fallopian tube bilaterally there appears to be third essure device which is present mostly within the endometrial cavity. She underwent essure confirmation test in (B)(6) 2007 and (B)(6) 2008 and type of test was hsg. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, headaches, abnormal uterine bleeding, menorrhagia, depressive disorder. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "one of my coil sitting in my uterus" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / novasure that was painful / stabbing pain') and uterine haemorrhage ('uterus (non stop bleeding) / heavy bleeding') in a 37-year-old female patient who had essure (ess205) (batch no. 624881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, nasal congestion, cough, diarrhea, bronchitis, burning micturition, dysuria and vaginal discharge. She denies vaginal discharge, vaginal dryness, and abdominal pain . The patient denies diarrhea and fever. Concurrent conditions included multigravida, parity 4 (B)(6) 1992, (B)(6) 1996, (B)(6) 2003 and (B)(6) 2007, abortion (d and c- (B)(6) 2006- miscarriage) and d & c. Concomitant products included amlodipine besilate (norvasc) since 2013 for blood pressure abnormal, escitalopram oxalate (lexapro) from 2010 to 2012 for depression as well as hydrocodone bitartrate; paracetamol (lortab), ibuprofen from 2007 to 2015, prochlorperazine and triazolam (halcion). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("non stop bleeding/ vaginal"). In 2008, the patient experienced dyspareunia ("pain after intercourse / abdomen and vaginal area a few hours a day or right after intercourse"). In 2010, the patient experienced abdominal pain lower ("severe and persistent cramping / debilitating cramping"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infections") and skin odour abnormal ("body odor like something rotting inside of me"). On an unknown date, the patient experienced device expulsion ("one of my coil sitting in my uterus"), abdominal pain ("abdominal stabbing pain"), menorrhagia ("my cycle lasted three weeks out of the month for years"), asthenia ("could not stand, lay down energy returned following essure removal"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression"), migraine ("migraines"), cluster headache ("cluster headaches"), headache ("headaches"), gingival bleeding ("gums stopped bleeding following essure removal"), depressed level of consciousness ("mental alertness returned following essure removal"), dysgeusia ("could taste metal often"), dysmenorrhoea ("menstruation cramping") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure (endometrial ablation) and she underwent complete hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, device expulsion, vaginal haemorrhage, fungal infection, asthenia, amnesia, dyspareunia, depression, dysgeusia, weight increased and abdominal distension outcome was unknown and the abdominal pain lower, abdominal pain, menorrhagia, skin odour abnormal, feeling abnormal, migraine, cluster headache, headache, gingival bleeding, depressed level of consciousness and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, asthenia, cluster headache, depressed level of consciousness, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, gingival bleeding, headache, menorrhagia, migraine, pelvic pain, skin odour abnormal, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure placement procedure was done in (B)(6) 2007. Another implant was placed in (B)(6) 2007 because of failed confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: successful obstruction of the fallopian tube bilaterally there appears to be third essure device which is present mostly within the endometrial cavity; on an unknown date: the cervix is easily identified. Partially in the endometria! Cavity. She underwent essure confirmation test in (B)(6) 2007 and (B)(6) 2008 and type of test was hsg. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, headaches, abnormal uterine bleeding, menorrhagia, depressive disorder. Amendment: the report was amended for the following reason: lot number was added. Follow up of 29-jul-2020 is significant (marked non significant and distributed by mistake by case processor). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / novasure that was painful / stabbing pain') and abnormal uterine bleeding ('uterus (non stop bleeding) / heavy bleeding') in a 37-year-old female patient who had essure (ess205) (batch no. 624881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, nasal congestion, cough, diarrhea, bronchitis, burning micturition, dysuria and vaginal discharge. She denies vaginal discharge, vaginal dryness, and abdominal pain . The patient denies diarrhea and fever. Concurrent conditions included multigravida, parity 4 ((B)(6) 1992, (B)(6) 1996, (B)(6) 2003 and (B)(6) 2007), abortion (d and c- (B)(6) 2006- miscarriage) and d & c. Concomitant products included amlodipine besilate (norvasc) since 2013 for blood pressure abnormal, escitalopram oxalate (lexapro) from 2010 to 2012 for depression as well as hydrocodone bitartrate;paracetamol (lortab), ibuprofen from 2007 to 2015, prochlorperazine and triazolam (halcion). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("non stop bleeding/ vaginal"). In 2008, the patient experienced dyspareunia ("pain after intercourse / abdomen and vaginal area a few hours a day or right after intercourse"). In 2010, the patient experienced abdominal pain lower ("severe and persistent cramping / debilitating cramping"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infections") and skin odour abnormal ("body odor like something rotting inside of me"). On an unknown date, the patient experienced device expulsion ("one of my coil sitting in my uterus"), abdominal pain ("abdominal stabbing pain"), heavy menstrual bleeding ("my cycle lasted three weeks out of the month for years"), asthenia ("could not stand, lay down energy returned following essure removal"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression"), migraine ("migraines"), cluster headache ("cluster headaches"), headache ("headaches"), gingival bleeding ("gums stopped bleeding following essure removal"), depressed level of consciousness ("mental alertness returned following essure removal"), dysgeusia ("could taste metal often"), dysmenorrhoea ("menstruation cramping") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure (endometrial ablation) and she underwent complete hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abnormal uterine bleeding, device expulsion, vaginal haemorrhage, fungal infection, asthenia, amnesia, dyspareunia, depression, dysgeusia, weight increased and abdominal distension outcome was unknown and the abdominal pain lower, abdominal pain, heavy menstrual bleeding, skin odour abnormal, feeling abnormal, migraine, cluster headache, headache, gingival bleeding, depressed level of consciousness and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal uterine bleeding, amnesia, asthenia, cluster headache, depressed level of consciousness, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, gingival bleeding, headache, heavy menstrual bleeding, migraine, pelvic pain, skin odour abnormal, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure placement procedure was done in (B)(6) 2007. Another implant was placed in (B)(6) 2007 because of failed confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on an unknown date: the cervix is easily identified. Partially in the endometria! Cavity.; on (B)(6) 2008: successful obstruction of the fallopian tube bilaterally there appears to be third essure device which is present mostly within the endometrial cavity. She underwent essure confirmation test in (B)(6) 2007 and (B)(6) 2008 and type of test was hsg. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, headaches, abnormal uterine bleeding, menorrhagia, depressive disorder. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 03-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy because of all the internal damage after essure (fallopian tube occlusion insert) insertion. According to additional information, this case became legal. This event is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, neither the internal damage consumer experienced was specified nor was the exact medical reason for the hysterectomy provided. Although limited information is available, it cannot be excluded that the reported surgery occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / novasure that was painful / stabbing pain") and uterine haemorrhage ("uterus (non stop bleeding) / heavy bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gravida ii, parity 4 ((B)(6)), abortion (d and c- (B)(6) 2006- miscarriage) and d & c. Concomitant products included amlodipine (norvasc) in 2013 for blood pressure, escitalopram oxalate (lexapro) in 2010 for depression as well as ibuprofen in 2007, prochlorperazine edisylate (compazine), triazolam (halcion) and vicodin (lortab). In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("non stop bleeding/ vaginal"). In 2008, the patient experienced dyspareunia ("pain after intercourse / abdomen and vaginal area a few hours a day or right after intercourse"). In 2010, the patient experienced abdominal pain lower ("severe and persistent cramping / debilitating cramping"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infections") and skin odour abnormal ("body odor like something rotting inside of me"). On an unknown date, the patient experienced abdominal pain ("abdominal stabbing pain"), menorrhagia ("my cycle lasted three weeks out of the month for years"), asthenia ("could not stand, lay down / energy returned following essure removal"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression"), migraine ("migraines"), cluster headache ("cluster headaches"), headache ("headaches"), gingival bleeding ("gums stopped bleeding following essure removal"), depressed level of consciousness ("mental alertness returned following essure removal") and dysgeusia ("could taste metal often"). The patient was treated with surgery (she underwent complete hysterectomy) and surgery (novasure (endometrial ablation)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, fungal infection, asthenia, amnesia, dyspareunia, depression and dysgeusia outcome was unknown and the abdominal pain lower, abdominal pain, menorrhagia, skin odour abnormal, feeling abnormal, migraine, cluster headache, headache, gingival bleeding and depressed level of consciousness had resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, asthenia, cluster headache, depressed level of consciousness, depression, dysgeusia, dyspareunia, feeling abnormal, fungal infection, gingival bleeding, headache, menorrhagia, migraine, pelvic pain, skin odour abnormal, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placement procedure was done in (B)(6) 2007. Another implant was placed in (B)(6) 2007 because of failed confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. She underwent essure confirmation test in (B)(6) 2007 and (B)(6) 2008 and type of test was hsg. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2017: events: severe and persistent cramping, non stop bleeding/ vaginal, uterus (non stop bleeding), my cycle lasted three weeks out of the month for years, yeast infections, body odor like something rotting inside of me, novasure that was painful, persistent pelvic pain, could not stand, lay down, headaches, memory loss, brain fog, pain after intercourse, depression, migraines and/or cluster headaches, gums stopped bleeding following essure removal, mental alertness returned following essure removal, energy returned following essure removal, could taste metal often added. Concomitant medication, historical condition and reporter added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / novasure that was painful / stabbing pain") and uterine haemorrhage ("uterus (non stop bleeding) / heavy bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multigravida, parity 4 ((B)(6) 1992, (B)(6) 1996, (B)(6) 2003 and (B)(6) 2007), abortion (d and c- (B)(6) 2006- miscarriage) and d & c. Concomitant products included amlodipine (norvasc) since 2013 for blood pressure abnormal, escitalopram oxalate (lexapro) from 2010 to 2012 for depression as well as ibuprofen from 2007 to 2015, prochlorperazine edisylate (compazine), triazolam (halcion) and vicodin (lortab). In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("non stop bleeding/ vaginal"). In 2008, the patient experienced dyspareunia ("pain after intercourse / abdomen and vaginal area a few hours a day or right after intercourse"). In 2010, the patient experienced abdominal pain lower ("severe and persistent cramping / debilitating cramping"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infections") and skin odour abnormal ("body odor like something rotting inside of me"). On an unknown date, the patient experienced abdominal pain ("abdominal stabbing pain"), menorrhagia ("my cycle lasted three weeks out of the month for years"), asthenia ("could not stand, lay down energy returned following essure removal"), amnesia ("memory loss"), feeling abnormal ("brain fog"), depression ("depression"), migraine ("migraines"), cluster headache ("cluster headaches"), headache ("headaches"), gingival bleeding ("gums stopped bleeding following essure removal"), depressed level of consciousness ("mental alertness returned following essure removal"), dysgeusia ("could taste metal often") and dysmenorrhoea ("menstruation cramping"). The patient was treated with surgery (she underwent complete hysterectomy) and surgery (novasure (endometrial ablation)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, fungal infection, asthenia, amnesia, dyspareunia, depression and dysgeusia outcome was unknown and the abdominal pain lower, abdominal pain, menorrhagia, skin odour abnormal, feeling abnormal, migraine, cluster headache, headache, gingival bleeding, depressed level of consciousness and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, asthenia, cluster headache, depressed level of consciousness, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, gingival bleeding, headache, menorrhagia, migraine, pelvic pain, skin odour abnormal, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placement procedure was done in (B)(6) 2007. Another implant was placed in (B)(6) 2007 because of failed confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. She underwent essure confirmation test in (B)(6) 2007 and (B)(6) 2008 and type of test was hsg. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received - new event "'menstruation cramping" was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.